Event description:
It was reported that the error 1816 appeared and the battery cover was stuck. There was unknown patient involvement.

Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the event history log was not applicable. Functional testing was able to duplicate the reported problem. The root cause was unable to be established; however, the motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.